Event description:
The pt presented with a thoracic aortic aneurysm. Although the diameter of the common iliac arteries measured between 10mm-12mm and were calcified with focal lesions at 7mm, the physician elected to proceed with the procedure. Attempts to place a gore introducer sheath were unsuccessful. Thus, two viabahn devices were used as a conduit and anastomosed to the external iliac artery, which was very calcified. The gore tag thoracic endoprosthesis was implanted without any difficulty. Upon closure of the endograft-conduit access site, the artery was "split" in the area of the junction between the two viabahn devices. There was bleeding at the junction of the viabahn devices. The physician made several attempts to resolve the bleeding. Ultimately, a gore excluder contralateral leg component was implanted to line the conduit and stop the bleeding. All devices remain implanted. Total blood loss was 1500cc's. The pt tolerated the procedure well.

Manufacturer narrative:
All devices remain implanted and are functioning. A review of the mfg records was conducted. The records review verified that the lot was processed normally and all pre-release specs were met. Please, reference: medwatch 2017233-2009-90023 for the first viabhan device, lot 06647357.